Event description:
It was reported the customer's insulin pump was leaking insulin. The customer stated there was no frequent alarms after the leak occurred on their insulin pump. The customer's alarm history showed a signal too low alarm, an unexpected restart alarm, and a no delivery alarm had occurred. Customer's blood glucose was unknown. Troubleshooting found the insulin pump passed a selftest. Customer was advised to monitor their insulin pump. No additional infomation provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.